Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and loss of capture on the right ventricular (rv) channel. Fluoroscopy did not conclusively identify a lead fracture and visual inspection of the device header did not identify an anomaly. The system was removed from service and replaced. No additional adverse patient effects were reported.